Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was having issues with recognizing that the doors were closed. There was no patient involvement.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the door did not display door closed on the pendant when the doors were fully closed. The side door was adjusted to allow better contact. The system passed system checkout and was functioning as expected.